Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient experienced pain and burning at generator site. Device was reprogrammed and lidocaine patch was administered to the area on (B)(6) 2018. Device was interrogated and it was normal for subject. The etiology was reported to be unlikely related to device, therapy or implant procedure. The outcome was ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the cause of the pain and burning at the generator site was not determined. The resolution was not provided as the patient's outcome was ongoing as of (B)(6) 2018. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the identify clinical diagnosis was burning at the generator site which resolved without sequelae on july 26th, this contradicted previously reported information that the event resolved on august 21st. The hcp reported there were intervention taken. The hcp indicated the burning at the ins site was possibly related to the device or therapy and was not related to the implant procedure. The patient noted they had burning and soreness intermittently at the generator site. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of 2019-01-10.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp in a sdy. It was updated that the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.